Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed a no output and no telemetry condition. Further analysis found the reported premature battery depletion was the result of high impedance internal to the battery.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.